Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the hose was damaged due to handling. The device was repaired by replacing various components and returned to customer on (B)(4) 2013. MFR date: october 2012.

Event description:
Customer reported the hose was damaged and wires were visible. This is report 1 of 1 for complaint #(B)(4).